Manufacturer narrative:
The device was inspected and the customer¿s reported problem was confirmed, the light guide post was eyepiece ring is detached and the light guide post is damaged. Also, the inspection noted foreign particles inside the optical lens system. The device history records (DHR) was performed for the subject device without showing any non-conformities or deviations regarding the described issues. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. The exact cause of the broken light guide post and detached eyepiece ring cannot conclusively be determined. However, the possible cause can be due to user error, improper handling, and application of excessive force. Olympus will continue to monitor the occurrence rate of the reported phenomenon related to the device.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a rigid scope had broken components when the device was sent for repair. There was no harm or user injury reported due to the event.